Event description:
Boston scientific received information that this left ventricular (lv) lead had displayed an increase in pacing threshold measurements and a loss of capture. It was found the lead had become dislodged. The lead was explanted and replaced successfully with another (lv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Visual observation found deformed conductor coils noted at 489 millimeter (mm) from the terminal pin noted as mostly likely due to the suture sleeve tie down. There was also insulation separation found at the distal portion of the electrode ring at 890 (mm) from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Electronically, lead was found to be within specification.